Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01675.

Event description:
Description of event according to study: on (B)(6) 2014, the patient received zteg-2pt-36-197-pf-us (lot # e3219029) under general anesthesia. A coda-2-10.0-35-120-40 (lot # 4931829) molding balloon was used without difficulty or complication. No adverse events were reported related to the implant procedure. The patient has been followed by a series of cts (dates: (B)(6) 2014, (B)(6) 2015, (B)(6) 2017, (B)(6) 2018) with no device related issues reported. A (B)(6) 2019 CT revealed caudad migration. Core lab noted, ¿caudad (at the proximal end). L2 has increased more than 10mm, and the 3d reconstructions show a change in the relationship of the device to calcification in the aortic wall.¿ core lab also noted, ¿l2 has increased more than 10mm, and the 3d reconstructions show a change in the relationship of the device to calcification in the aortic wall. The device has partially overlapped the 3rd and 4th stents over time as angulation developed, which appears to have pulled the proximal aspect of the device in a caudad direction. L6 is now also >10mm increased over the 1 month time point. It is not clear that this is due to migration, as no definite anatomic markers are identified for direct comparison, and the overall aortic length has also increased.¿ no adverse events or secondary interventions have been reported related to this event. The patient remains in the study.